Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the moderately tortuous inferior mesenteric artery. A 3mmx4cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the microcatheter. Furthermore, when the device was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.